Event description:
The patient was implanted with a right ventricular assist device. Approximately 3 days post-implant, the perfusionist observed a foreign object between the pump housing and the blood sac. A decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.